Event description:
The customer reported the system displayed an error code message and the crossarm brake pad needed replacing. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The printer circuit boards and connections were reseated. Also, a filament calibration was performed. The system was then found to be operating as intended.